Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) felt a little sore and bruised but healing after recent device implantation. Boston scientific technical services (ts) referred patient to clinic to seek appropriate medical attention. This device remains in service. No additional adverse patient effects were reported.